Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a dbil and alt reagent pack leak. No injury was reported.

Manufacturer narrative:
The customer did not report any system issues. Replacements were sent to the customer. Alt: reagent mfg date: 02-03-2010. Dbil: product code: jfm. Reagent mfg date: 12-24-2009.